Event description:
Gas sampling line failed at attachement point on anesthesia circuit during a routine check of the anesthesia circuit. This has happened on one other occasion, and on a separate occasion, the sampling line actually broke at the attachment point, during an active anesthetic.